Event description:
It was reported that the patient faced an event where tape was not sticking on (b)(6) 2026.

Manufacturer narrative:
Name: Medtronic Minimed,Country: United States of America,Street: 18000 Devonshire Street,City: Northridge,State: California,Zip Code: 91325.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545,Manufacturing Site: 8021545.